Event description:
It was reported that there was a hair in the sterile packaging of the unit.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the product/lot number combination was reviewed. No discrepancies were noted. The nonconformance history of the product/part number combination was reviewed. No discrepancies were noted relative to the reported failure mode. A process assessment was conducted based on the reported failure mode. From the assessment, the most likely root cause of the reported failure was traced to improper cleaning in the mfg area. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.